Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 49 mg/dl at the time of the incident. Customer was treated with soft drink. Customer declined troubleshooting for low blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.